Event description:
It was reported that the patient was experiencing stimulation in abdomen. Reprogramming was attempted but patient was too tender following surgery. The patient was supplied with a back brace. X-rays revealed that the leads were at the bottom of t7.

Event description:
Additional information showed the patient's leads were replaced on (B)(6) 2011. It was stated the problems were possibly related to the implant procedure. The outcome was reported as "resolved without sequela."

Event description:
The back brace was used to try to take out abdominal stimulation and to improve lower back/leg coverage. The device was reprogrammed following lead replacement surgery.

Event description:
There was a change in sensation of stimulation. The lead migrated.

Manufacturer narrative:
Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4). Lead: model 3778-60, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Lead: model 3778-60, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Anchor: model 3550-39, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown.